Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down and ok buttons. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with vibratory features only. The keypad cover was intact. All the buttons responded properly. Unrelated to the complaint, there was no auditory feature when the pump powered up. The sound assembly was found to have a misaligned contact. Audio tone was restored when the contact was realigned. The audio bolus button was torn and the button was unresponsive. Corrosion was found under the bolus button contact when the bolus button assembly was removed to investigate. (B)(4).